Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the newly implanted right ventricular (rv) lead exhibited t-wave oversensing (twos) post ventricular pace only. Several programming adjustments were attempted and twos still persisted. The patient will be monitored and reprogramming will be considered again if necessary. The lead remains in use. No patient complications have been reported as a result of this event.